Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The reported failure could not be replicated. Fa installed pmsc into the test system and ran a video test, 1-minute sine cycle, 10 power cycles, and sat idle for 1 hour. No issues were found. In addition, the pmsc was left idle/tested with other units for over 31 hours and no problem was found.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the screen on the right eye of the high-resolution stereo viewer (hrsv) was black. The customer received phone assistance from the technical support engineer (tse). The customer was instructed to hard-power cycle the system, but the issue persisted. The procedure was continued robotically using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that they attempted to hard-power cycle the system but the issue persisted. The procedure was completed with the original configuration.